Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -1.50/+6.0/014 (sphere/cylinder/axis) in the patient's left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned in liquid in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to lens and traces of pink color on the lens surface. Dimensional inspection found lens within specifications. Claim #: (B)(4).

Manufacturer narrative:
Corrected data: the reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -1.50/+6.0/014 (sphere/cylinder/axis) in the patient's left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was not exchanged for another lens. The reporter indicated the cause of the event was unknown. Claim # (B)(4).